Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer received a no delivery alarm during prime. It was stated that because of this, the customer was unable to treat and experienced high blood glucose of 476 mg/dl. It was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind, reinsert the reservoir and run manual prime; the insulin pump did not alarm no delivery. It was advised the device is working as designed.